Manufacturer narrative:
The device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Technical services discussed replacement recommendations. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) over a month ago. The voltage was reported as 2.56 and charge times were 21.5 seconds. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.